Manufacturer narrative:
The passive planar probe was returned to the manufacturer for analysis. Analysis found that the probe functioned as intended. No failure found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the blunt passive probe was damaged. There was no patient present when this issue was observed.